Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the front door panel could not close. The reported condition was verified. The cause of the issue was due to the latch bar being stuck due to dried fluid ingress. To correct the issue the mechanism, usb cable assembly, and top enclosure were replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed open door error when closed during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.